Manufacturer narrative:
Device not returned. No additional information was provided by the initial reporter. A two year review of complaints database revealed no additional reports for 12519-01/similar problem.

Event description:
The 7 inch extension tubing leaked during injection during CT scan. Injection solution (CT material) splashed in patient's face. Patient was taken to ed for CT imaging. Attempt was made to obtain more information regarding the patient's status but was unsuccessful.